Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. The motor was tested outside of the device and passed. Unable to confirm compromised force sensor system alarm due to motor error alarm. The insulin pump passed displacement test, self-test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted. Unable to confirm broken belt clip due to pump received without belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was 189 mg/dl. During troubleshooting, the customer received a compromised force sensor system alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.